Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. Concomitant medical products: product ID 5592-53, implantable pacing lead: (B)(6) 2013. Addrl1 implantable pulse generator: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient felt 'symptomatic' three days post-implant at the physician's office. The right atrial and right ventricular leads had pulled back. Both leads were repositioned. The patient presented to the clinic 20 days later reporting a 'hiccups' feeling. The patient was referred to the hospital where per chest x-ray the right ventricular lead was in the coronary sinus vein. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.